Event description:
On august 28, 2009, the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump, in which failure code 810:11 occurred during set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)

Manufacturer narrative:
Evaluation summary: the condition of failure code 810:11 was confirmed due to the pumps air-in-line printed circuit board being out of calibration. The air-in-line printed circuit board was calibrated to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals fell apart and did not get into the delivery tube. The seals could not be loaded. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. The event occurred sometime on the week of (B)(6) 2009; however, the exact date was unk. This report is for the second seal.